Manufacturer narrative:
Product event summary : the device was returned and analyzed. The device met 89.7% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device had premature battery depletion; it indicated recommended replacement time (rrt) at three years, seven months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.